Event description:
In (B)(6) 2016, I had breast reconstruction surgery which involved replacing the expanders with silicone breast implants. I had a mastectomy in (B)(6) 2016 because I had breast cancer. Soon afterward, I developed cellulitis. Soon after getting the implants, I developed grade 4 and grade 3 capsular contractures in my implants. I was told that I should just live with it because the chances were that the contractures would return if I had them replaced. I was doing okay for 2.5 years other than the breast implants feeling uncomfortable. In (B)(6) 2019, I started having chronic uti's meaning 7-9 a year. I went to two different urologists, and they found nothing wrong. They tried a few different treatments but none of it helped. By 2022, the uti's were so bad that every time I stopped taking the antibiotics, within a week the uti symptoms would return. I started seeing an infectious disease doctor and was taking antibiotics every day, twice a day. During this time frame, I also developed sjogren¿s like syndrome. My eyes and mouth were dry. I had an ongoing cough. I would have a difficult time swallowing and breathing. I felt tired all the time. After going to multiple doctors and being told they could not find anything wrong with me, I started to think my decline in my health was a result of my breast implants. I went to the plastic surgeon that did the breast reconstruction and told him of all the health issues I have been having for the past 3.5 years. He and his nurse spent 15-20 minutes telling me that there was no way implants would cause any of these issues. I asked to have the implants removed and I was told "you don't want to do that because you won't like the look of it." The next day, I arranged a consult with another plastic surgeon. He said the same thing as the first one. I later found an article online he had written about implants and research he was doing regarding bacteria in implants. This research is funded by an implant company. I told him that either he was going to take my implants out or I would find someone who would so he agreed. I had them removed on (B)(6) 2022. It's been a month and virtually all of these health issues are gone or much less. I have stopped taking the antibiotics and so far, I have no issues with my bladder. I feel much less tired and eyes and mouth are less dry. My voice is no longer hoarse. I rarely cough. This experience has left me feeling angry because these male doctors with a vested interest in having the implants remain on the market told me that there was no way implants would cause these issues. They made me feel like I was crazy and unreasonable wanting the implants out. How I looked was more important than my health. One told me that I needed to clean myself better to avoid getting a uti. They either have their heads in the sand or they know full well that breast implants cause these issues in some people but making money is more important to them. When is the FDA going to do something about this situation? There are thousands of other women who report stories a lot like mine. Do something. FDA safety report ID #(B)(4).